Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. During analysis testing, the helix could not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin was rotated.

Event description:
It was reported during an implant procedure, high impedance and a screw defect were noted. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.